Manufacturer narrative:
The returned analyzer was observed to have internal electrical damage caused by improper battery installation. The returned analyzer did not power on or overheat at any point during the investigation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "got real hot after installing new batteries". The customer stated that after inserting a new set of batteries, the analyzer did not get on but did not power on. There were no allegations of patient/user harm. There were no allegations of incorrect results.